Event description:
Customer's wife alleges husband was driving scooter when he flipped over and fell off.

Event description:
Customer's wife alleges husband was driving scooter when he flipped over and fell off.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Manufacturer narrative:
The device was evaluated by the (B)(6) and a pride representative. No failures detected. Device is operating within specification.